Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that 13 months after the dental implant was placed, in ada site #13 of the patient's mouth, loss of osseointegration was verified. The implant was not covered with bone and primary stability was not achieved. The bone was soft/infection present on implant. The patient presented with local infection. Also a prosthesis was fitted and the patient was converted into denture until new implants are placed,no operative or post-operative complications were reported for t

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available. After the evaluation was noticed that the item received is different from the item reported.

Event description:
(B)(4). The clinician reported that 13 months after the dental implant was placed, in ada site #13 of the patient's mouth, loss of osseointegration was verified. The implant was not covered with bone and primary stability was not achieved. The bone was soft/infection present on implant. The patient presented with local infection. Also a prosthesis was fitted and the patient was converted into denture until new implants are placed, no operative or post-operative complications were reported.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 13 months after the dental implant was placed, in ada site #13 of the patient's mouth, loss of osseointegration was verified. The implant was not covered with bone and primary stability was not achieved. The bone was soft/infection present on implant. The patient presented with local infection. Also a prosthesis was fitted and the patient was converted into denture until new implants are placed,no operative or post-operative complications were reported for the patient.